Event description:
Customer's mother called to inquire on how to reduce basal rates by fifty percent per healthcare professional's recommendation since customer's blood glucose lowers everyday due to recess and physical activities at school. Mother states customer's blood glucose has dropped into the 40 mg/dl. Customer's mother was advised to contact healthcare professional and son's school to see which feature, whether standard or pattern would work best for customer as mother would have to set pattern settings once into insulin pump and switch to which program she would like to use daily. Mother was educated on both features. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).